Manufacturer narrative:
The device was returned to an authorized resmed third party service centre and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.